Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain when not menstruating/ pelvic pain") in a 35-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gerd, calculus of kidney, temporomandibular joint disorder, cesarean section in 2008, tooth extraction, alcohol use, loop electrosurgical excision procedure, gravida ii, parity 2 (live births: (B)(6) 2008 and (B)(6) 2009), cesarean section in 2009 and renal failure. Previously administered products included for contraception: mircette from 2009 to (B)(6) 2011 and yaz in 2008; for birth control: condoms from 2006 to 2008. Past adverse reactions to the above products included hypertension with yaz. Concurrent conditions included depression and essential hypertension. Family history included lung cancer (father). Concomitant products included docusate sodium and ibuprofen for body temperature abnormal, medroxyprogesterone acetate (depo-provera) (B)(6) 2011 to 2012 for contraception, ondansetron and promethazine for nausea and emesis, fentanyl, hydrocodone, hydromorphone, morphine, oxycodone and pethidine (meperidine) for pain as well as diphenhydramine hydrochloride (benadryl), omeprazole and valsartan since (B)(6) 2017. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2012, 5 months 18 days after insertion of essure, the patient experienced weight increased ("weight gain"). On (B)(6) 2013, the patient experienced arthralgia ("bilateral hip pain/ hip pain"). On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormally heavy menstrual bleeding / prolonged and abnormal menses/ abnormal bleeding (menorrhagia)"), hot flush ("hot flashes"), night sweats ("night sweats"), blood pressure increased ("elevated blood pressure"), vitamin d deficiency ("vitamin d deficiency"), gastric ulcer ("gastrointestinal or digestive system condition: stomach ulcers/ ulcers"), dermatitis contact ("contact dermatitis") with pruritus, migraine ("migraine headaches/ migraines"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspepsia ("heart burn") and abdominal pain ("abdominal pain"). On (B)(6) 2014, the patient experienced fatigue ("chronic fatigue/ fatigue") and depression ("psychological or psychiatric problems: worsening of her depression/ worsening of depression"). On an unknown date, the patient experienced abdominal pain lower ("severe, lower abdominal pain when not menstruating"), breast pain ("mastalgia"), abdominal distension ("bloating"), rash ("skin rashes on her back") and acne ("facial acne"). The patient was treated with escitalopram oxalate (lexapro), bupropion hydrochloride (wellbutrin xl), omeprazole (prilosec), triamcinolone acetonide (triamcinolone), aripiprazole (abilify) and surgery (total hysterectomy (uterus and cervix / hysterectomy with unilateral salpingectomy - rt tube removed). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, abdominal pain lower, arthralgia, hot flush, night sweats, blood pressure increased, breast pain, vitamin d deficiency, abdominal distension, rash, dermatitis contact, acne, migraine, fatigue, weight increased, vaginal haemorrhage, headache, dysmenorrhoea and abdominal pain had resolved, the gastric ulcer and dyspepsia had not resolved and the depression was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, acne, arthralgia, blood pressure increased, breast pain, depression, dermatitis contact, dysmenorrhoea, dyspepsia, fatigue, gastric ulcer, headache, hot flush, menorrhagia, migraine, night sweats, pelvic pain, rash, vaginal haemorrhage, vitamin d deficiency and weight increased to be related to essure. The reporter commented: patient did not had any complications from essure removal procedure. Essure did not caused birth defects. Essure device-1 deployed on the left and introducer withdrawn 3 trailing coils noted. Essure device -2 deployed on the right and introducer withdrawn. 4 trailing coils noted. All instruments removed. Patient tolerated procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.9 kg/sqm. On (B)(6) 2012, hysterosalpingogram (hsg), confirming full occlusion of fallopian tube, total bilateral occlusion. Current weight as of (B)(6) 2018: 210.00 lbs. Approximate weight at the time of essure placement 185.00 lbs. On (B)(6) 2015, ultrasound showed, the uterus measuring 6.9 x 3.8 x 4.5 cm with an endometrium of mm. She had the essure coils, which were seen bilaterally and her uterus was retroverted. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: pelvic pain, menorrhagia. Most recent follow-up information incorporated above includes: on 6-sep-2018: plaintiff fact sheet received. Outcome of events breast pain ,abdominal pain lower, rash, abdominal distension are updated to recovered to resolved. Product , patient & reporter information updated. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain when not menstruating/ pelvic pain") in a 35-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gerd, calculus of kidney, temporomandibular joint disorder, cesarean section in 2008, tooth extraction, alcohol use, loop electrosurgical excision procedure, gravida ii, parity 2 (live births: (B)(6) 2008 and (B)(6) 2009), cesarean section in 2009 and renal failure. Previously administered products included for contraception: mircette from 2009 to (B)(6) 2011 and yaz in 2008; for birth control: condoms from 2006 to 2008. Past adverse reactions to the above products included hypertension with yaz. Concurrent conditions included depression and essential hypertension. Family history included lung cancer (father). Concomitant products included docusate sodium and ibuprofen for body temperature abnormal, medroxyprogesterone acetate (depo-provera)(B)(6) 2011 to 2012 for contraception, ondansetron and promethazine for nausea and emesis, fentanyl, hydrocodone, hydromorphone, morphine, oxycodone and pethidine (meperidine) for pain as well as diphenhydramine hydrochloride (benadryl), omeprazole and valsartan since (B)(6) 2017. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2012, the patient experienced weight increased ("weight gain"). On (B)(6) 2013, the patient experienced arthralgia ("bilateral hip pain/ hip pain"). On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormally heavy menstrual bleeding / prolonged and abnormal menses/ abnormal bleeding (menorrhagia)"), hot flush ("hot flashes"), night sweats ("night sweats"), blood pressure increased ("elevated blood pressure"), vitamin d deficiency ("vitamin d deficiency"), gastric ulcer ("stomach ulcers/ ulcers"), dermatitis contact ("contact dermatitis") with pruritus, migraine ("migraine headaches/ migraines"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspepsia ("heart burn") and abdominal pain ("abdominal pain"). On (B)(6) 2014, the patient experienced fatigue ("chronic fatigue/ fatigue") and depression ("worsening of her depression/ worsening of depression"). On an unknown date, the patient experienced abdominal pain lower ("severe, lower abdominal pain when not menstruating"), breast pain ("mastalgia"), abdominal distension ("bloating"), rash ("skin rashes on her back"), acne ("facial acne") and headache ("headaches"). The patient was treated with escitalopram oxalate (lexapro), bupropion hydrochloride (wellbutrin xl) and surgery (total hysterectomy (uterus and cervix removed) and bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, arthralgia, hot flush, night sweats, blood pressure increased, vitamin d deficiency, dermatitis contact, migraine, fatigue, weight increased, vaginal haemorrhage, headache, dysmenorrhoea and abdominal pain had resolved, the abdominal pain lower, breast pain, abdominal distension, rash, acne and depression was resolving and the gastric ulcer and dyspepsia had not resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, acne, arthralgia, blood pressure increased, breast pain, depression, dermatitis contact, dysmenorrhoea, dyspepsia, fatigue, gastric ulcer, headache, hot flush, menorrhagia, migraine, night sweats, pelvic pain, rash, vaginal haemorrhage, vitamin d deficiency and weight increased to be related to essure. The reporter commented: patient did not had any complications from essure removal procedure. Essure did not caused birth defects. Essure device-1 deployed on the left and introducer withdrawn 3 trailing coils noted. Essure device -2 deployed on the right and introducer withdrawn. 4 trailing coils noted. All instruments removed. Patient tolerated procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.9 kg/sqm. On (B)(6) 2012, hysterosalpingogram (hsg), confirming full occlusion of fallopian tube, total bilateral occlusion. Current weight as of (B)(6) 2018: 210.00 lbs. Approximate weight at the time of essure placement 185.00 lbs. On (B)(6) 2015, ultrasound showed, the uterus measuring 6.9 x 3.8 x 4.5 cm with an endometrium of mm. She had the essure coils, which were seen bilaterally and her uterus was retroverted. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: pelvic pain, menorrhagia. Most recent follow-up information incorporated above includes: on (B)(6) 2018: medical record received - new reporter were added. Case updated as medically confirmed. Lab data was added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain when not menstruating/ pelvic pain") in a 35-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gerd, calculus of kidney, temporomandibular joint disorder, cesarean section in 2008, tooth extraction, alcohol use, loop electrosurgical excision procedure, gravida ii, parity 2 (live births: (B)(6) 2008 and (B)(6)2009), cesarean section in 2009 and renal failure. Previously administered products included for contraception: mircette from 2009 to (B)(6) 2011 and yaz in 2008; for birth control: condoms from 2006 to 2008. Past adverse reactions to the above products included hypertension with yaz. Concurrent conditions included depression and essential hypertension. Family history included lung cancer (father). Concomitant products included docusate sodium and ibuprofen for body temperature abnormal, medroxyprogesterone acetate (depo-provera)(B)(6) 2011 to 2012 for contraception, ondansetron and promethazine for nausea and emesis, fentanyl, hydrocodone, hydromorphone, morphine, oxycodone and pethidine (meperidine) for pain as well as diphenhydramine hydrochloride (benadryl), omeprazole and valsartan since (B)(6) 2017. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2012, the patient experienced weight increased ("weight gain"). On (B)(6) 2013, the patient experienced arthralgia ("bilateral hip pain/ hip pain"). On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormally heavy menstrual bleeding / prolonged and abnormal menses/ abnormal bleeding (menorrhagia)"), hot flush ("hot flashes"), night sweats ("night sweats"), blood pressure increased ("elevated blood pressure"), vitamin d deficiency ("vitamin d deficiency"), gastric ulcer ("stomach ulcers/ ulcers"), dermatitis contact ("contact dermatitis") with pruritus, migraine ("migraine headaches/ migraines"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspepsia ("heart burn") and abdominal pain ("abdominal pain"). On (B)(6) 2014, the patient experienced fatigue ("chronic fatigue/ fatigue") and depression ("worsening of her depression/ worsening of depression"). On an unknown date, the patient experienced abdominal pain lower ("severe, lower abdominal pain when not menstruating"), breast pain ("mastalgia"), abdominal distension ("bloating"), rash ("skin rashes on her back"), acne ("facial acne") and headache ("headaches"). The patient was treated with escitalopram oxalate (lexapro), bupropion hydrochloride (wellbutrin xl) and surgery (total hysterectomy (uterus and cervix removed) and bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, arthralgia, hot flush, night sweats, blood pressure increased, vitamin d deficiency, dermatitis contact, migraine, fatigue, weight increased, vaginal haemorrhage, headache, dysmenorrhoea and abdominal pain had resolved, the abdominal pain lower, breast pain, abdominal distension, rash, acne and depression was resolving and the gastric ulcer and dyspepsia had not resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, acne, arthralgia, blood pressure increased, breast pain, depression, dermatitis contact, dysmenorrhoea, dyspepsia, fatigue, gastric ulcer, headache, hot flush, menorrhagia, migraine, night sweats, pelvic pain, rash, vaginal haemorrhage, vitamin d deficiency and weight increased to be related to essure. The reporter commented: patient did not had any complications from essure removal procedure. Essure did not caused birth defects. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.9 kg/sqm. On (B)(6) 2012, hysterosalpingogram (hsg), confirming full occlusion of fallopian tube, total bilateral occlusion. Current weight as of (B)(6) 2018: 210.00 lbs. Approximate weight at the time of essure placement 185.00 lbs. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: pelvic pain, menorrhagia. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received. Reporter information, patient¿s demographic information, relevant history and lab data updated. Essure start date updated from dec-2011 to (B)(6) 2011. Events abnormal bleeding (menorrhagia), worsening of depression, migraines, fatigue, ulcers, pelvic pain, hip pain were clubbed with previously reported events. Events vaginal haemorrhage, headache, dysmenorrhoea, dyspepsia, abdominal pain were newly added. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain when not menstruating") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormally heavy menstrual bleeding / prolonged and abnormal menses"), abdominal pain lower ("severe, lower abdominal pain when not menstruating"), arthralgia ("bilateral hip pain"), hot flush ("hot flashes"), night sweats ("night sweats"), blood pressure increased ("elevated blood pressure"), breast pain ("mastalgia"), vitamin d deficiency ("vitamin d deficiency"), abdominal distension ("bloating"), gastric ulcer ("stomach ulcers"), rash ("skin rashes on her back"), dermatitis contact ("contact dermatitis") with pruritus, acne ("facial acne"), migraine ("migraine headaches"), fatigue ("chronic fatigue"), weight increased ("weight gain") and depression ("worsening of her depression"). The patient was treated with surgery (she underwent a total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, abdominal pain lower, arthralgia, hot flush, night sweats, blood pressure increased, breast pain, vitamin d deficiency, abdominal distension, gastric ulcer, rash, dermatitis contact, acne, migraine, fatigue, weight increased and depression was resolving. The reporter considered abdominal distension, abdominal pain lower, acne, arthralgia, blood pressure increased, breast pain, depression, dermatitis contact, fatigue, gastric ulcer, hot flush, menorrhagia, migraine, night sweats, pelvic pain, rash, vitamin d deficiency and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2012: confirming full occlusion of fallopian tube. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.